Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The suspected xenon lightsource (9300xsp) was not returned to the manufacturer; therefore, a definite root cause cannot be identified. Lot number information was not provided; therefore, manufacturing records could not be reviewed. Based on the reported complaint, the probable root cause for the bracket inside this 9300xsp lightsource being melted is overheating due to rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the bracket in the light source (B)(6) that holds the lens has melted. This issue was discovered before a procedure. No patient injury occurred and no surgical delay has been reported.